Manufacturer narrative:
The synchromed ii pump serial number is within the suspected population of infusion devices that are potentially missing propellant as described in medtronic's physician letter.

Event description:
It was reported that the hcp was able to aspirate the reservoir, but was then unable to fill it. Additional information has been requested from the hcp, but was not available as of the date of this report.